Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated their technician performed daily maintenance during the night shift and forgot to reconnect the water line to the water bottle, leaving the tubing connected to the cleaning bottle. The customer reviewed their quality control (cq) in the morning and found to be out of range. The customer performed cleaning multiple times with just water. The customer performed an automated system prime multiple times. The customer performed qc, resulting within range. The cause of the discordant, discordant, depressed and elevated b-type natriuretic peptide results is due user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed and elevated b-type natriuretic peptide results were obtained and reported out when quality control was out of range on two patient samples on an advia centaur cp instrument. The initial results were reported out to the physician(s). The same samples were repeated on the same advia centaur cp instrument, resulting within the patient's expected clinical range. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, depressed and elevated b-type natriuretic peptide results.